Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4), alleging an unusual issue with the subject meter - the strip is moving inside the meter when being used. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.